Event description:
It was reported to vyaire medical that there was a volume discrepancy on the avea ventilator. There is no information of patient involvement associated with the event as of this time.

Manufacturer narrative:
Vyaire file identification:(B)(4). A vyaire field service representative (fsr) evaluated the device on-site, and performed transducer calibration and exhalation valve characterization. Extended systems test (est) and performance check were all passed and the unit was operational and the original equipment manufacturer (OEM) specifications were met.